Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 90% stenosed, eccentric shaped, de-novo target lesion was located in the moderately tortuous, non-calcified, 3.0mm in diameter left anterior descending artery. The lesion was pre-dilated with a 2.5 x 15mm maverick² balloon catheter, the balloon inflated to 16 atms for 9 seconds. This 3.0x20mm taxus liberté stent delivery system (sds) was selected; however the shaft (distal hypotube) broke during advancement. The physician withdrew the stent along with the guide catheter. The procedure was completed with another 3.0x20mm taxus liberté the balloon was inflated to 14 atms for 10 seconds. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 90% stenosed, eccentric shaped, de-novo target lesion was located in the moderately tortuous, non-calcified, 3.0mm in diameter left anterior descending artery. The lesion was pre-dilated with a2.5 x 15mm maverick² balloon catheter, the balloon inflated to 16 atms for 9 seconds. This 3.0x20mm taxus liberté stent delivery system (sds) was selected; however the shaft (distal hypotube) broke during advancement. The physician withdrew the stent along with the guide catheter. The procedure was completed with another 3.0x20mm taxus liberté the balloon was inflated to 14 atms for 10 seconds. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the hypotube break was 255mm from the midshaft hypotube bond. A hypotube kink was observed 40mm proximal to the hypotube break. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).